Event description:
During an atrial fibrillation ablation, a farawave was selected for use. It was reported that after last flower ablation in left inferior pulmonary vein, it was tried to pull the wire back to move over to the right veins. The wire had a lot of resistance and the physician tried pulling harder. The sales representative advised to advance the guidewire and retract the whole system as if this were an issue of tissue entrapment. The wire did not advance as the physician pushed on it. He proceeded to pull hard until the wire snapped. He then brought the farawave to an undeployed state and withdrew the whole system into the sheath and out of the left atrium. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, it was noted that a guidewire was returned with the catheter, and the tip of the guidewire was unraveled. Microscopy was used to further inspect the returned guidewire, and some tissue was observed on the unraveled section. The tissue likely caused the stuck guidewire issue that was encountered in the field. The reported event was confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. It was reported that after last flower ablation in left inferior pulmonary vein, it was tried to pull the wire back to move over to the right veins. The wire had a lot of resistance and the physician tried pulling harder. The sales representative advised to advance the guidewire and retract the whole system as if this were an issue of tissue entrapment. The wire did not advance as the physician pushed on it. He proceeded to pull hard until the wire snapped. He then brought the farawave to an undeployed state and withdrew the whole system into the sheath and out of the left atrium. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned.